Event description:
Surgeon inserted kronner manipu-jector, manipulator-injector. Unable to deflate balloon with syringe. Tubing was cut by surgeon; balloon would not deflate. Surgeon removed the device from the pt.